Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 455 mg/dl. Customer treated with insulin drip and manual injection in the hospital. Customer stated insulin pump was not working. Customer stated they tried to giving insulin with the insulin pump and did not saw any change in blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted during testing or in the device trace download. Device received with pillowing keypad overlay. (B)(4).